Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then device history review (DHR) is not required upon investigation of the actual device used in this incident, it was determined that cabinet had power failure mid transaction and failed to power on. A technical support specialist confirmed that the cabinet had powered up again. However, while it was powered down, they broke into cubies with controlled substances in them, which were taped down but were not registered as closed in the software. A user would be given temporary access to remove damaged cubie once the system maintenance was complete and were advised to notify their pharmacy that they need replacements. The system functioned as intended after being assessed by the technical support specialist.

Event description:
It was reported by the customer that bd pyxis¿ med bank tower cabinet had power failure mid transaction and failed to turn on. While it was powered down, they broke two cubies with controlled substances in them. They taped the lids down but they did not register as closed in the software. There were no adverse events or injuries reported based on this incident.